Manufacturer narrative:
Concomitant: product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6). Product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) icon showed three quarters full and was flashing really fast when the patient used the patient programmer. The patient was in constant chronic pain and they wanted to increase and adjust stimulation due to their pain increasing on the day of this report. The patient was able to make adjustments and the patient programmer was functioning normally. The ins was charged two days prior to this report. The patient had lost a lot of weight and since losing the weight, the ins charge lasts longer. The patient had met with their healthcare professional (hcp) a day prior to this report and they had contacted a manufacturing representative. The patient wanted to have their device checked to be sure the ins was function as designed. Follow up with the patient indicated the patient was still having concerns regarding their device or therapy, but they were working with their hcp or a manufacturing representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.